Event description:
On (B)(6) 2011, the urgent care facility's materials manager contacted lifescan (lfs) alleging that he was experiencing a missing segments issue with the facility's surestep hospital meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4)2011 and obtained the following information. The reporter stated that the alleged issue with the subject meter missing the first digit of the displayed results began on (B)(6) 2011, at 6 am. He reported that a female patient's glucose was tested with the subject meter and obtained results of "28 mg/dl" on one hand and "31 mg/dl" on the other hand. The reporter claimed that the patient was "not responding" and d50 was administered via an IV line. The patient's glucose was reportedly tested at an unknown time; with another meter because the patient was not showing any signs of improvement and a result of "210 mg/dl" was obtained. Based on the high result received, the reporter stated the patient was treated with insulin per sliding scale, and when her glucose was tested again with an unknown meter, a result of "181 mg/dl" was obtained. During the initial call with customer service, the agent noted that the issue remained unresolved. Replacement products were sent to the patient. The facility's product has been returned to lfs product analysis on (B)(4) 2011, but testing has not been completed as of yet. When analysis results become available, it will be reported and submitted in a supplemental report. This complaint is being reported because the reporter claims, a health care professional administered inappropriate medical treatment based on the alleged incorrectly displayed glucose result, which reportedly needed to be corrected after the alleged meter issue began.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2011)-device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have bad contact on pins 10 and 18. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The facility's product has been returned to lfs product analysis on (B)(4) 2011, but testing has not been completed as of yet. When analysis results become available, it will be reported and submitted in a supplemental report. The 510(k) # is k023832.